Event description:
It was reported the switch case was burned. Visual examination revealed the imprint of a ge light bulb in the burned area and no defect in the operation of the switch. We determined that this report was due to an external source, and caused by misuse on the part of the consumer.